Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The buttons function properly and no damage on the keyboard noted, but the device had scratched display window.

Event description:
It was reported that the customer's insulin pump alarmed an error. Attempted to clear the alarm by pressing the escape and activate button without results. Advised to discontinue use of the insulin pump and revert to back up plan until the replacement of the device arrives. No further information was provided.